Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. The customer contact informed ge healthcare that the patient information is not available for the reported event. Date of device manufacture is unavailable. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit shuts off. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare performed a checkout of the device and found it to function within the device specifications. This complaint has been determined to be 'not reportable'.